Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated that the temperature probe stopped working and baby got too cold, so nurse had to increase temperature by turning on the bed warmer. Nurse also claimed the water temperature was jumping all over the place. Nurse stated while talking the water temperature was jumping from 26 to 18 to 24 (etc.). Mis explained the device did not change water temperature in this manner (the only thing mis could assume was that nurse had just restarted the therapy at that time). Mis asked nurse for a video, but it was too blurry to tell if the water temperature was changing. When nurse tried to take a second video the issue seemed to have resolved. Mis could tell from the video the therapy has been off for some time. Mis explained that if nurse believed the machine was not functioning properly to give us a call right away so we could resolve the issue. At this time there did not seem to be an issue outlet monitor temperature (t1) nd outlet control temperature (t2) was correlating, and patient was at target. Mis advised let the machine run and not make any other changes and to call back if there were any issues in the therapy. Mis checked event log and noted only an alarm 14 (patient temperature 1 probe out of range). Second call from nurse. Nurse stated the device was still not working correctly. Rectal arctic sun was reading 34.3c, esophageal and outlet control temperature (t2) was reading 35.1c, water temperature was 40.1c, target temperature was 33.5c. Mis asked nurse to flex cable and the patient temperature went to dashes. Swapped temperature in cable from outlet control temperature (t2) into outlet monitor temperature (t1) and flexed cable again. Patient temperature was stable at 34.8c. Nurse restarted therapy. Nurse was concerned about water temperature dropping and mis explained the patient temperature was 34.8 and target temperature was 33.5 the water temperature would drop initially to get patient temperature to target temperature.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty temperature in cable. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated that the temperature probe stopped working and baby got too cold, so nurse had to increase temperature by turning on the bed warmer. Nurse also claimed the water temperature was jumping all over the place. Nurse stated while talking the water temperature was jumping from 26 to 18 to 24 (etc.). Mis explained the device did not change water temperature in this manner (the only thing mis could assume was that nurse had just restarted the therapy at that time). Mis asked nurse for a video, but it was too blurry to tell if the water temperature was changing. When nurse tried to take a second video the issue seemed to have resolved. Mis could tell from the video the therapy has been off for some time. Mis explained that if nurse believed the machine was not functioning properly to give us a call right away so we could resolve the issue. At this time there did not seem to be an issue outlet monitor temperature (t1) nd outlet control temperature (t2) was correlating, and patient was at target. Mis advised let the machine run and not make any other changes and to call back if there were any issues in the therapy. Mis checked event log and noted only an alarm 14 (patient temperature 1 probe out of range). Second call from nurse. Nurse stated the device was still not working correctly. Rectal arctic sun was reading 34.3c, esophageal and outlet control temperature (t2) was reading 35.1c, water temperature was 40.1c, target temperature was 33.5c. Mis asked nurse to flex cable and the patient temperature went to dashes. Swapped temperature in cable from outlet control temperature (t2) into outlet monitor temperature (t1) and flexed cable again. Patient temperature was stable at 34.8c. Nurse restarted therapy. Nurse was concerned about water temperature dropping and mis explained the patient temperature was 34.8 and target temperature was 33.5 the water temperature would drop initially to get patient temperature to target temperature.